Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2008 and (B)(6) 2012 and mesh was implanted into the patient¿s body each time. It is also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/12/2014. The patient underwent mesh implantation in order to treat dysfunctional uterine bleeding, chronic pelvic pain, stress urinary incontinence, minimal cystocele and rectocele. It was reported that the patient had the concurrent procedures of hysteroscopy, dilation and curettage and novasure endometrial ablation performed during mesh implantation. As per operative report, in 2012 the second mesh was placed without the removal of the first mesh.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.